Event description:
The surgeon was drilling and the tip broke. The tip remains embedded in the patient. It was pushed down and an anchor was put on top.

Manufacturer narrative:
Evaluation of the drill confirmed the breakage of the distal spade tip. It also confirmed that the drill is bent. The proximal end that interfaces with the drill chuck is damaged, it appears that the drill had slipped in the chuck causing the damage. (B) (4).